Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer agreed to test their water quality. Failed water samples were received on (B)(6) 2023 and this information was relayed to the customer along with their options to remedy the contamination. The solutions are to either perform an internal water pathway replacement, which will return the device to specification, or participate in cardioquip's trade in program. As of the date of this report there has been no customer response to these recommendations. If any additional information that corrects this report is obtained a follow up will be filed.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspected of being bacterially contaminated, and took pictures of the internal tubing of the device for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to discoloration present within the water pathway. This issue was identified on 11/01/2023, no patient involvement was reported.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspected of being bacterially contaminated, and took pictures of the internal tubing of the device for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to discoloration present within the water pathway. This issue was identified on 11/01/2023, no patient involvement was reported.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspected of being bacterially contaminated, and took pictures of the internal tubing of the device for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to discoloration present within the water pathway. This issue was identified on (B)(6) 2023, no patient involvement was reported.